Event description:
The facility representative reported downstream occlusion pressure test failing. This was found during bio-med testing, with no pt involvement. No additional info is available.

Manufacturer narrative:
The device has been returned to baxter's product analysis laboratory for evaluation. The evaluation is underway, but is not yet complete. As soon as we are in receipt of evaluation results, a follow up report will be submitted.